Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device - location of device: left lower tube; right upper tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hypertension, obesity and amenorrhea secondary. Tests (unspecified) have shown swollen liver and spleen. Previously administered products included for birth control: depo in 2008 and mirena. Past adverse reactions to the above products included abdominal pain with mirena. Concurrent conditions included chest pain and short of breath. Concomitant products included amlodipine since 2009, hydrochlorothiazide since 2010, lisinopril since 2009 and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)") and uterine pain ("uterine pain"). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("infection(bladder/urinary tract/vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding (general)"), pyelonephritis ("pyelonephritis"), idiopathic intracranial hypertension ("neurological conditions or problems type: pseudo tumor cere"), hepatomegaly ("tests have shown swollen liver"), splenomegaly ("tests have shown swollen spleen"), menorrhagia ("continuous menstrual bleeding, abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), rash ("rashes or skin conditions type: rash on stomach and legs"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), breast cyst ("tumor / teratoma / cancer type: breast cyst"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), cerebral cyst ("nuero condition/prob / brain cyst"), fatigue ("fatigue") and cystitis ("bladder infection") and was found to have heart rate decreased ("blood or heart disorder/condition type; low heart rate") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, hepatomegaly, splenomegaly and menorrhagia had not resolved and the genital haemorrhage, pyelonephritis, idiopathic intracranial hypertension, vaginal haemorrhage, bacterial vaginosis, headache, rash, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, heart rate decreased, tooth disorder, alopecia, breast cyst, weight increased, gastrointestinal disorder, vaginal discharge, back pain, dyspareunia, uterine pain, cerebral cyst, fatigue and cystitis outcome was unknown. The reporter considered alopecia, back pain, bacterial vaginosis, bladder disorder, breast cyst, cerebral cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heart rate decreased, hepatomegaly, idiopathic intracranial hypertension, menorrhagia, migraine, pyelonephritis, rash, splenomegaly, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified). Results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2007: (1) 9 weeks and 3 days size intrauterine. Pregnancy based on 40 weeks gestation.; on (B)(6) 2009: bilateral tubal occlusion. Post essure. (2) follicular cysts involve both ovaries; on (B)(6) 2012: impression: (1) essure coils are noted. (2) no free fluid is seen in the pelvis. (3) a 1.5 cm. Left ovarian cyst is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device - location of device: left lower tube; right upper tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hypertension, obesity and amenorrhea secondary. Tests (unspecified) have shown swollen liver and spleen. Previously administered products included for birth control: depo in 2008 and mirena. Past adverse reactions to the above products included abdominal pain with mirena. Concurrent conditions included chest pain and short of breath. Concomitant products included amlodipine since 2009, hydrochlorothiazide since 2010, lisinopril since 2009 and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)") and uterine pain ("uterine pain"). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("infection(bladder/urinary tract/vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding (general)"), pyelonephritis ("pyelonephritis"), idiopathic intracranial hypertension ("neurological conditions or problems type: pseudo tumor cere"), hepatomegaly ("tests have shown swollen liver"), splenomegaly ("tests have shown swollen spleen"), menorrhagia ("continuous menstrual bleeding, abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), rash ("rashes or skin conditions type: rash on stomach and legs"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), breast cyst ("tumor / teratoma / cancer type: breast cyst"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), cerebral cyst ("nuero condit/prob / brain cyst"), fatigue ("fatigue") and cystitis ("bladder infection") and was found to have heart rate decreased ("blood or heart disorder/condition type; low heart rate") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, hepatomegaly, splenomegaly and menorrhagia had not resolved and the genital haemorrhage, pyelonephritis, idiopathic intracranial hypertension, vaginal haemorrhage, bacterial vaginosis, headache, rash, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, heart rate decreased, tooth disorder, alopecia, breast cyst, weight increased, gastrointestinal disorder, vaginal discharge, back pain, dyspareunia, uterine pain, cerebral cyst, fatigue and cystitis outcome was unknown. The reporter considered alopecia, back pain, bacterial vaginosis, bladder disorder, breast cyst, cerebral cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heart rate decreased, hepatomegaly, idiopathic intracranial hypertension, menorrhagia, migraine, pyelonephritis, rash, splenomegaly, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified). Results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2007: (1) 9 weeks and 3 days size intrauterine. Pregnancy based on 40 weeks. Gestation.; on (B)(6) 2009: bilateral tubal occlusion. Post essure. (2) follicular cysts involve both ovaries; on (B)(6) 2012: impression: (1) essure coils are noted. (2) no free fluid is seen in the pelvis. (3) a 1.5 cm. Left ovarian cyst is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, dyspareunia quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- case category updated to medically confirmed. Medical history added. Event genital haemorrhage, polynephritis, intra cranial hypertension seriousness criteria updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device - location of device: left lower tube; right upper tube') in a 29-year-old female patient who had essure (batch no. 627313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hypertension, obesity and amenorrhea secondary. Tests (unspecified) have shown swollen liver and spleen. Previously administered products included for birth control: depo in 2008 and mirena. Past adverse reactions to the above products included abdominal pain with mirena. Concurrent conditions included chest pain, short of breath, anemia, menometrorrhagia and bloating. Concomitant products included amlodipine since 2009, hydrochlorothiazide since 2010, lisinopril since 2009 and prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)") and uterine pain ("uterine pain"). In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced idiopathic intracranial hypertension ("neurological conditions or problems type: pseudo tumor cere"), migraine ("migraines") and breast cyst ("tumor / teratoma / cancer type: breast cyst"). On (B)(6) 2014, the patient was found to have heart rate decreased ("blood or heart disorder/condition type; low heart rate"), 5 years 8 months after insertion of essure. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2016, the patient experienced pyelonephritis ("pyelonephritis") and bacterial vaginosis ("infection(bladder/urinary tract/vaginal)-type: bacterial vaginosis"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). On an unknown date, the patient experienced hepatomegaly ("tests have shown swollen liver"), splenomegaly ("tests have shown swollen spleen"), menorrhagia ("continuous menstrual bleeding, abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), rash ("rashes or skin conditions type: rash on stomach and legs"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), cerebral cyst ("neuro condit/prob / brain cyst"), fatigue ("fatigue") and cystitis ("bladder infection"). Essure treatment was not changed. At the time of the report, the device dislocation, hepatomegaly, splenomegaly and menorrhagia had not resolved and the genital haemorrhage, pyelonephritis, idiopathic intracranial hypertension, vaginal haemorrhage, bacterial vaginosis, headache, rash, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, heart rate decreased, tooth disorder, alopecia, breast cyst, weight increased, gastrointestinal disorder, vaginal discharge, back pain, dyspareunia, uterine pain, cerebral cyst, fatigue and cystitis outcome was unknown. The reporter considered alopecia, back pain, bacterial vaginosis, bladder disorder, breast cyst, cerebral cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heart rate decreased, hepatomegaly, idiopathic intracranial hypertension, menorrhagia, migraine, pyelonephritis, rash, splenomegaly, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. Discrepancy noted in essure insertion date: (B)(6) 2008. Number of coils on left: 3 coils. Number of coils on right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test (unspecified). Results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2007: (1) 9 weeks and 3 days size intrauterine. Pregnancy based on 40 weeks. Gestation.; on (B)(6) 2009: bilateral tubal occlusion. Post essure. (2) follicular cysts involve both ovaries; on (B)(6) 2012: impression: (1) essure coils are noted. (2) no free fluid is seen in the pelvis. (3) a 1.5 cm. Left ovarian cyst is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: medical record received. Lot number, reporters information, rcc and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device - location of device: left lower tube; right upper tube') in a 29-year-old female patient who had essure (batch no. 627313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hypertension, obesity and amenorrhea secondary. Tests (unspecified) have shown swollen liver and spleen. Previously administered products included for birth control: depo in 2008 and mirena. Past adverse reactions to the above products included abdominal pain with mirena. Concurrent conditions included chest pain, short of breath, anemia, menometrorrhagia and bloating. Concomitant products included amlodipine since 2009, hydrochlorothiazide since 2010, lisinopril since 2009 and prednisone. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("pain during inyercourse/dyspareunia(painful sexual intercourse)") and uterine pain ("uterine pain"). In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced alopecia ("hair loss"). In november 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6)2013, the patient experienced idiopathic intracranial hypertension ("neurological conditions or problems type: pseudo tumor cere"), migraine ("migraines") and breast cyst ("tumor / teratoma / cancer type: breast cyst"). On (B)(6)2014, the patient was found to have heart rate decreased ("blood or heart disorder/condition type; low heart rate"), 5 years 8 months after insertion of essure. In (B)(6)2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6)2016, the patient experienced pyelonephritis ("pyelonephritis") and bacterial vaginosis ("infection(bladder/urinary tract/vaginal)-type: bacterial vaginosis"). On (B)(6)2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). On an unknown date, the patient experienced hepatomegaly ("tests have shown swollen liver"), splenomegaly ("tests have shown swollen spleen"), menorrhagia ("continuous menstrual bleeding, abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), rash ("rashes or skin conditions type: rash on stomach and legs"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), cerebral cyst ("nuero condit/prob / brain cyst"), fatigue ("fatigue") and cystitis ("bladder infection"). Essure treatment was not changed. At the time of the report, the device dislocation, hepatomegaly, splenomegaly and menorrhagia had not resolved and the genital haemorrhage, pyelonephritis, idiopathic intracranial hypertension, vaginal haemorrhage, bacterial vaginosis, headache, rash, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, heart rate decreased, tooth disorder, alopecia, breast cyst, weight increased, gastrointestinal disorder, vaginal discharge, back pain, dyspareunia, uterine pain, cerebral cyst, fatigue and cystitis outcome was unknown. The reporter considered alopecia, back pain, bacterial vaginosis, bladder disorder, breast cyst, cerebral cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heart rate decreased, hepatomegaly, idiopathic intracranial hypertension, menorrhagia, migraine, pyelonephritis, rash, splenomegaly, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. Discrepancy noted in essure insertion date: (B)(6)2008. Number of coils on left: 3 coils. Number of coils on right: 4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure confirmation test (unspecified). Results: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2007: (1) 9 weeks and 3 days size intrauterine. Pregnancy based on 40 weeks. Gestation.; on (B)(6)2009: bilateral tubal occlusion. Post essure. (2) follicular cysts involve both ovaries; on (B)(6)2012: impression: (1) essure coils are noted. (2) no free fluid is seen in the pelvis. (3) a 1.5 cm. Left ovarian cyst is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left lower tube; right upper tube'), genital haemorrhage ('abnormal bleeding (general)'), pyelonephritis ('pyelonephritis') and idiopathic intracranial hypertension ('neurological conditions or problems type: pseudo tumor cere') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: tests (unspecified) have shown swollen liver and spleen. Previously administered products included for birth control: depo in 2008 and mirena. Past adverse reactions to the above products included abdominal pain with mirena. Concomitant products included amlodipine since 2009, hydrochlorothiazide since 2010 and lisinopril since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)") and uterine pain ("uterine pain"). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("infection(bladder/urinary tract/vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), hepatomegaly ("tests have shown swollen liver"), splenomegaly ("tests have shown swollen spleen"), menorrhagia ("continuous menstrual bleeding, abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), rash ("rashes or skin conditions type: rash on stomach and legs"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), breast cyst ("tumor / teratoma / cancer type: breast cyst"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), cerebral cyst ("nuero condit/prob / brain cyst"), fatigue ("fatigue") and cystitis ("bladder infection") and was found to have heart rate decreased ("blood or heart disorder/condition type; low heart rate") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, hepatomegaly, splenomegaly and menorrhagia had not resolved and the genital haemorrhage, pyelonephritis, idiopathic intracranial hypertension, vaginal haemorrhage, bacterial vaginosis, headache, rash, urinary tract disorder, bladder disorder, dysmenorrhoea, migraine, heart rate decreased, tooth disorder, alopecia, breast cyst, weight increased, gastrointestinal disorder, vaginal discharge, back pain, dyspareunia, uterine pain, cerebral cyst, fatigue and cystitis outcome was unknown. The reporter considered alopecia, back pain, bacterial vaginosis, bladder disorder, breast cyst, cerebral cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heart rate decreased, hepatomegaly, idiopathic intracranial hypertension, menorrhagia, migraine, pyelonephritis, rash, splenomegaly, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure confirmation test (unspecified). Results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event: fatigue, bladder infection added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.